Manufacturer narrative:
The manufacturer previously was contacted in reference to a ds2adv auto CPAP device. There was an allegation that the main board is burned and melted. The heat also melted the air tube from the water chamber to the outlet. There was no report of patient harm or injury. There was no report of medical intervention. During the evaluation of the device at the third-party service center, the device was visually inspected and confirmed the complaint and found that the device had no power. Service technician also determined that the unit required a replacement main pca board (part #1149613). However, the device had been crushed and disposed. The device was scrapped by the service center after the evaluation was completed. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer was contacted in reference to a ds2adv auto CPAP device. There was an allegation that the main board is burned and melted. The heat also melted the air tube from the water chamber to the outlet. There was no report of patient harm or injury. There was no report of medical intervention. The manufacturer is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is complete.